Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) and uploaded the latest software revision, to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated an alarm. Although ventilation was not interrupted, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.